Event description:
It was reported that following the implantation of an miniarc, the patient experienced a urinary tract infection (uti). It was also reported that the patient experienced gross hematuria, suprapubic pain and burning pressure that started on (B)(6) 2015, which was later diagnosed as a uti. The patient was prescribed ciprofloxacin (cipro) on (B)(6) 2015. It was noted that the symptoms subsided after the course of cipro antibiotics. The event was considered resolved with sequelae on (B)(6) 2015. If additional information is received, a follow up report will be sent. Related to manufacturer report #: 3011770902-2016-00161